Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported that the patient was experiencing intense right lower-quadrant post-operative pain that progressed to thoracic radicular pain overnight after surgery. The implanting healthcare professional thought it would be best to remove the system. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Diagnostic testing or troubleshooting performed included a CT scan of the patient's right lower quadrant, which was negative for any abnormalities. Interventions/actions that were taken to resolve the issue included system explant. The issue was resolved at the initial time of report, and the patient's status was alive with no injury. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the cause of the pain was not determined. The patient's indications for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.